Event description:
It was reported that the left ventricular (lv) lead exhibited high impedances when programmed using the lv2 vector. Reprogramming was performed. The lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.